Event description:
New postoperative fluid non-abscess and reoperation. The patient underwent surgery due to cerebral hemorrhage on (B)(6) 2024. According to feedback, postoperative CT showed hematoma evacuation and mild edema. However, during subsequent drug treatment, the original hematoma cavity showed progressively enlarged liquid component, followed by severe brain edema around the original hematoma cavity and severe midline shift. Magnetic resonance imaging confirmed that the newly found fluid in the original hematoma cavity was non-abscess, and the patient was transferred to the general ward for treatment during postoperative body temperature was not high and there was no significant resistance in the neck, which did not support the diagnosis of abscess. After decompressive craniectomy, CT reexamination during postoperative treatment in the intensive care unit showed that there was still significant edema in the brain tissue. After discussion and analysis, the main cause of edema aggravation was the liquid component in the original hematoma cavity. Postoperative analysis showed that the cause of midline shift was edema + mass effect of new secretions. In such cases, the surgical cavity in previous cerebral hemorrhage surgery was occluded with gelatin sponge, and no such case occurred. In this patient, absorbable hemostatic fluid gelatin was used in the hematoma cavity after intraoperative hematoma evacuation. Combined with postoperative imaging findings, postoperative inflammatory exudation caused by such hemostatic material was considered. Puncture drainage of hematoma cavity showed bloody exudate without blood clots, and pus was not considered. The bloody exudate was sent for culture. Culture results were not clear at this moment. No product is available for evaluation. Event date: 08/15/2024. Additional information was received on 04.09.2024 stating: the first surgery was performed on (B)(6), and the second surgery was performed on (B)(6). The specific hematoma site was in the right basal ganglia. The hematoma site showed mixed red fluid and gelatin. The culture result of bloody exudate was unknown. The patient was currently in ICU monitoring, and was not awake. The drainage volume was reduced than before.